Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also reported that the thresholds were elevated. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.